Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade procedure. During the device change out, a possible insulation breach was noted on the patient's atrial lead. All electrical parameters were within normal range and no further issues were noted with the lead. The patient was stable, and will continue to be monitored.